Manufacturer narrative:
The field service engineer determined the questionable results were from one of two measuring channels of the analyzer. The engineer found that both a sipper nozzle and liquid level detection wire were bent. The level detection wire contacted a reservoir when it ascends to aspirate liquid in an assay cup. The investigation is ongoing.

Event description:
The initial reporter stated that starting on (B)(6) 2022 they received questionable results for approximately 50 patient samples tested with multiple assays on the cobas 8000 e 801 module. Specific data was provided for 26 patient samples that had discrepant results for multiple assays. Refer to the attachment for all patient data. The initial sample values were reported outside of the laboratory. The physician questioned the initial ft3 value for sample 26. The customer then ran controls for all tests and half were not acceptable. The samples were then repeated. The patient was informed of the repeat value for sample 26. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the liquid level detection wire was bent by the user during operator maintenance of the analyzer.